Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 months ago. Aneurysm morphology is unk. Currently, the vessel morphology was reported as dilatation of the iliac limbs. It was reported that after the talent bifurcated stent graft was implanted, a proximal type I endoleak was suspected and a talent aortic cuff was implanted. Upon follow-up, the endoleak turned out to be not a proximal type I endoleak. Currently the sac was found to have become pressurized due to a type 2 endoleak. A recent retrograde injection was done and this determined there were bilateral distal type I endoleaks (mfg 2953200-2010-02138) and a type ii endoleak that was originating from left internal iliac artery which branched to the medial sacral artery that was feeding into the aneurysm sac. The physician elected to place a coil in the medial sacral artery and this resolved the type 2 endoleak. There were 2 aneurx extension limbs implanted, one on each side and successfully resolved the distal type 1 endoleaks. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results - endoleak; results/conclusions: dilated iliac vessels.